Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There was no excessive no delivery alarm or motor error alarm on the insulin pump. The motor passed the motor test and the device functioned properly. The insulin pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was over 400 mg/dl. Customer advised their stress level was high which resulted in high blood glucose levels. Troubleshooting for no delivery alarm was performed. Customer advised they received the no delivery alarm twice, changed out their infusion set and reservoir and then they received a motor error alarm. Customer was able to resolve the no delivery alarm issue as a result of troubleshooting. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.